Manufacturer narrative:
This device was received at our post market quality assurance laboratory. Baseline testing of this device was completed, and found no abnormalities. All testing completed passed; therefore, no problem was detected.

Event description:
It was reported that this device was listed in the recent ingenio advisory population. The patient is pacer dependent; therefore, the physician elected to explant and replace this device prophylactically, as the battery longevity was less than 3 years remaining. No additional adverse patient effects were reported. This device was received for analysis.